Event description:
Patient fell out of bariatric bed at own residence while husband was providing personal care to patient. Husband stated the handrail fell off the bed and patient landed on the floor and sustained horizontal lacerations to bilateral legs. Ems called and fire department took patient to (B)(6) hospital. Patient was admitted to ICU at (B)(6) hospital as patient sustained bilateral distal femur fractures at the medial condyle and a right tibial condyle fracture as well. Patient to have surgery on (B)(6) 2024 to repair the lacerations to her bilateral legs with a mesh graft. Husband chose to revoke patient hospice service to seek aggressive treatment for patient. Side rails serial#: is (B)(6), motor serial#: is (B)(6). (B)(6). Medical: (B)(6).